Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the charger displayed no indicator light and the ilet would not charge despite attempts with multiple outlets, leading the user to transition to backup therapy while an overnight replacement charger was dispatched. Symptoms included no adverse clinical effects. Outcomes included no change in the user¿s condition and no medical intervention. Investigation included a review of device history records and a complaint evaluation. Investigation of this case revealed a suspected charger malfunction with an inability to power or charge the device. It was concluded that the event was related to a device component failure of the charger, with no patient injury.